Event description:
Solicited pt has 2 cassettes that were faulty. The plastic pouch inside would fold. Huge air bubbles formed. Pt did not use these cassettes. She had other cassettes on hand that worked correctly lot 3745671. Prescriber has not been notified. No other info known. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No; actual device available to be returned? No. Pt discarded device; was replaced? Yes. Reported to (B)(6) by pt/caregiver.